Event description:
There is a consumer report of "infection" and was created with antibiotic drops. No follow up visit was required. Event has resolved with no reported effect on visual acuity. Request has been made for additional info, however, no further details have been provided.

Manufacturer narrative:
This case is considered as a possible infectious corneal event. Eval of 1 returned unopened complaint sample was found to met specification for all testing performed. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. (B)(4).